Event description:
It was reported through litigation process that, sometimes after the port placement the peg tube was allegedly leaking. It was further reported that the patient was diagnosed with cellulitis. Subsequently, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, on an unknown date, powerport ti full size was implanted. Sometime after port placement, patient developed severe sepsis and blood cultures confirmed mssa bacteremia. It was further reported that peg tube was leaking around which was implanted. Subsequently the peg tube was removed six months later due to cellulitis. On the same month, the implanted port was removed due to bacteremia. Therefore, the investigation is confirmed for the reported fluid leak. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, on an unknown date, powerport ti full size was implanted. Sometime after port placement, patient developed severe sepsis and blood cultures confirmed mssa bacteremia. It was further reported that peg tube was leaking around which was implanted. Subsequently the peg tube was removed six months later due to cellulitis. On the same month, the implanted port was removed due to bacteremia. Therefore, the investigation is confirmed for the reported fluid leak. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, g4. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent a peg tube placement for an unknown medical condition. About sometime later, the peg tube had allegedly leaked. It was further reported that the patient was diagnosed with cellulitis. Subsequently, the tube was removed. However, the current status of the patient remains unknown.